Event description:
It was reported that there was an alert on the right ventricular (rv) lead for low pacing impedance. This measurement is known to be chronically low. No actions were taken and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: dtba1d4 crt-d implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.